Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock during use, resistance may be experienced while advancing. During functional testing, the introducer sheath was removed distally, and the smart coil was re-sheathed. The smart coil was then advanced out of its introducer sheath and through a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using penumbra smart coils. During the procedure, a smart coil would not advance at all within its introducer sheath, despite multiple attempts; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.